Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headache"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), migraine ("migraine"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problems"), bacterial vaginosis ("bv") and vulvovaginal mycotic infection ("chronic yeast infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, headache, tooth disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, visual impairment, nausea, migraine, urinary tract disorder and bladder disorder had resolved and the psychological trauma, bacterial vaginosis and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), psych injury, bladder problems, urinary problems, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, weight gain, vision problems, nausea, migraines, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-nov-2019: with follow up received on from social media this record was detected to be a duplicate to record # us-bayer-2019-214524 which will be deleted after all information was transferred to this case (us-bayer-2018-227443) which will be retained. New: new social media reporter was added. New events: bacterial vaginosis, vulvovaginal mycotic infection no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headache"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), nausea ("nausea"), migraine ("migraine"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal infection, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, headache, tooth disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, visual impairment, nausea, migraine, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), psych injury, bladder problems, urinary problems, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, weight gain, vision problems, nausea, migraines, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), psych injury, bladder problems, urinary problems, vaginal infection, vaginal discharge, dental problems, fatigue, gi conditions, hair loss, weight gain, vision problems, nausea, migraines, headache were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.